Event description:
This was a right-sided lead extraction procedure to remove two fineline leads (4469 ra, 4470 rv) for a system upgrade and to move the system to the left side (at patient's request). A #2 llds were used to lock both leads and a 9f tightrail mini was used on the ra lead. The atrial lead unraveled while being extracted and the tip of the lead broke off and remained in the patient's vasculature. The physician was unconcerned about the event and stated that the tightrail performed as intended. The physician was not sure if the tightrail caused damage to the lead resulting in it unravelling, or if the lead came apart on its own (as fineline leads can do during extraction). The rv lead was extracted successfully using traction only. No injury occurred to the patient and he was discharged per operative plan.